Event description:
It was reported that after installing the implant, the liner and humeral tray could not be locked due to the snap ring of the tray. Another tray was used with the same liner to successfully complete the surgery. No reported patient consequences as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Device product code - phx. Medical products: item# xl-115363; lot# 875200. Source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product verified lot numbers; the provided pictures verified part number. Cosmetic inspection of the product found the snap ring to be damaged with scratches, nicks and the ends do not line up flush. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.